Manufacturer narrative:
Concomitant medical product: ICD implanted: (B)(6) 2016; 496835 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to audible alerts. The patient's subcutaneous left ventricular (lv) lead had an impedance warning indicating high/undefined defibrillation impedance and a fracture. As well, there was a right ventricular (rv) lead pacing impedance warning indicating high/undefined pacing impedance. The lv lead was reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.